Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: what is the adverse event for patient? Is the adverse event due to the tissue pad possibly being left in patient? Is patient still in hospital as part of their routine care? Or is hospital stay related to the tissue pad being lost? Was there any change to procedure or post-op patient care?

Event description:
It was reported that during a resection of gastric cancer procedure, the device passed the pre-run test and went through the trocar. It was found there was no tissue pad on the device when the device was activated at first time. The surgeon could not confirm when the tissue pad detached, in the package or in the surgery. It has checked the patient, but didn't find the detached tissue pad. And now it could not be confirmed that where the detached tissue pad is. Currently, the patient is still in hospital.

Manufacturer narrative:
(B)(4): batch #m91d6a. The device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.